Event description:
It was reported that a participant in the ilet experience study experienced a hypoglycemic event and stated that too much insulin was given. Symptoms included hypoglycemia. Outcomes included no alert or alarm activity reported and no hospitalization reported. Investigation included a plan to follow up with the participant to obtain additional information and blood glucose details. Investigation of this case revealed that the cause remained unclear based on the information provided. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending additional information. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.